Manufacturer narrative:
(B)(6). No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. This device is used for treatment. Complaint history search cannot be performed at this time as the part and lot information is unknown. As the event is related to an instrument, implant compatibility is not applicable. Operative notes indicate surgeon used the clog wheel device. The slap hammer that went with this did not fit and surgeon had difficulty using it intra-operatively. Surgeon had to utilize a more extensive approach and an extended trochanteric osteotomy for removing the stem; due to the unexpected intraoperative complications there was at least hour and half delay. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that during a hip arthroplasty, a second slap hammer did not fit into the clog wheel causing the surgeon difficulty in its use. The events resulted in an hour and a half delay. No further information has been made available at this time.